Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarm finish loading. Customer's blood glucose at time of incident was 244 mg/dl. The customer had removed the reservoir and so air bubbles and stopped troubleshooting for the alarm to start fresh a new reservoir and began again. Customer declined to complete the troubleshooting at this time. The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 244 mg/dl. The customer stated that the air bubble is in the reservoir. Customer stated that the air bubble was too large it was not coming out. Customer decided she was going to just fill a new reservoir and start over again. Customer declined to troubleshoot at this time.